Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The test strups were also returned but testing was not perofmed becuase the test strips were found to be expired. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high and erratic. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began approximately 1 month ago. On the same day she contacted lfs at approximately 8am, she tested on the subject meter and observed values of '369, 306, 359 mg/dl' which she felt were high based on her feelings/normal readings. She also felt these readings were erratic. The tests were performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within the expected value of <=20% and/ or <=20 mg/dl. The patient manages her diabetes with januvia pills and novolog 70/25 insulin and reportedly administered her usual dose of 50 units of novolog in response to the alleged issue. She claimed that immediately after the alleged issue occurred, she developed symptoms of 'shaking.' Despite her symptoms, she denied receiving any form of medical intervention. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The subject test strips were found to be expired at the time of use. Replacement products have been sent to the patient and subject products were requested back for investigation. This complaint is being reported because the patient claims she obtained an inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.